Event description:
It was reported that while using the ilet bionic pancreas, the user experienced low blood glucose readings to 70 mg/dl and later 61 mg/dl, treated with oral carbohydrates including a banana and juice, and no device-specific component issues were identified due to insufficient information. Symptoms included hypoglycemia without reported associated clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.